Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
Eval summary: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(6) 2010 (see number above), in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device in question was implanted prior to this field action. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(6) 2010, in which zimmer strongly recommends the use of a drop stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. The device in question was implanted prior to this field action.